Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73a1800825 investigations did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the 5th or 6th clip being used and it would not load into the clipper at the end properly. The patient was not at risk as it could not be used. There was no patient injury.

Event description:
It was reported that the 5th or 6th clip being used and it would not load into the clipper at the end properly. The patient was not at risk as it could not be used. There was no patient injury.

Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot # 73a1800825 was manufactured on 02/06/2018 a total of (B)(4) pieces. Lot was released on 02/08/2018. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Reference (B)(4) for investigation photos. This sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load into the jaws. This was repeated two more times with the same result. Upon further examination, it was noticed that there is a buildup of biological material in the bottom jaw which is preventing the clips from loading properly. The buildup was manually removed and another attempt was made to fire the device. This time, a clip was other remarks: able to properly load into the jaws of the applier and close. The remaining clips were all able to properly load and were successfully applied to over-stressed tubing. The root cause of this complaint issue is the buildup of biological material in the bottom jaw. There were no functional issues found with the device itself. Therefore, based on the condition of the returned sample, operational context caused or contributed to this event. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. The reported complaint of "clip didn't load" was confirmed based upon the sample received. Upon functional inspection, it was found that a buildup of biological material was stuck in the bottom jaw which prevented the clips from properly loading. Once the buildup was removed, the remaining clips were able to fire properly. There were no functional issues found with the device. Since the clips were unable to load due to the buildup of biological material in the jaw, operational context caused or contributed to this event.